Event description:
I placed a PICC line on baby at the bedside using long-standing familiar equipment. When I pulled the introducer in half to remove it, the plastic tip seemed to stick to the catheter. I tried to gingerly release the introducer from the PICC line, it snapped the catheter in two, leaving half the PICC line in the baby and half outside. There was enough exposed PICC line to safely remove the PICC from the baby, but the breakage caused me to use a completely new line. It also put the baby at risk for having a free-floating catheter in his body. All equipment appeared normal on inspection prior to procedure. Clinical educator in the nicu was informed of device malfunction and the defective equipment was given to her as evidence.